Event description:
The pump was refilled on (B)(6) 2011. The pump contained morphine. On (B)(6) 2011, the patient "started getting sick." The patient couldn't walk. A 911 was called; the patient was hospitalized. It was discovered the patient had an infection. Additional details of the infection were not reported. The patient was weak, shaking, had a fever and labile blood pressure. The patient had no appetite. Additional information received (B)(6) 2011 reported an overdose occurred; the patient remained hospitalized.

Manufacturer narrative:
(B)(4) labile blood pressure; lack of appetite. (B)(4).